Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set failed to retract completely after use, and the staff member was pricked upon engaging the safety device before discarding. No reports of medical intervention or additional information have been received from the customer, though the rest of lot#: 8318743 was reportedly pulled from the shelves. As reported by the customer, "customer states staff member was stuck by 367364 needle due to product not retracting properly. "Bd vacutainer ultratouch push button butterfly needle. Ref#: (B)(4). Lot: 8318743. This occurred yesterday. The needle failed to fully retract upon engagement of the safety device resulting in a needle stick injury when discarding the used needle. I have asked if any testing was done on the person that was stuck, but I have not heard back yet. They pulled this lot from their shelves and are using a newer batch of supply.

Manufacturer narrative:
Correction: additional information was received regarding the date of event and awareness date. The following information has been corrected: date of event: unknown. The date received by manufacturer has been used for this field. Date of event: on (B)(6) 2019. Date received by manufacturer: 2019-02-28.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Procode: medical device type: fpa. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set failed to retract completely after use, and the staff member was pricked upon engaging the safety device before discarding. No reports of medical intervention or additional information have been received from the customer, though the rest of lot # 8318743 was reportedly pulled from the shelves. As reported by the customer, "customer states staff member was stuck by 367364 needle due to product not retracting properly. "Bd vacutainer ultratouch push button butterfly needle. Ref # 367364. Lot 8318743. This occurred yesterday. The needle failed to fully retract upon engagement of the safety device resulting in a needle stick injury when discarding the used needle. I have asked if any testing was done on the person that was stuck, but I have not heard back yet. They pulled this lot from their shelves and are using a newer batch of supply. If you have any questions or need anything please contact me. Thank you, ~(B)(6)."

Manufacturer narrative:
Correction: describe event or problem: it was reported that the bd vacutainer® ultratouch¿ push button blood collection set failed to retract completely after use, and the staff member was pricked upon engaging the safety device before discarding. No reports of medical intervention or additional information have been received from the customer, though the rest of lot # 8318743 was reportedly pulled from the shelves. As reported by the customer, "customer states staff member was stuck by 367364 needle due to product not retracting properly. "Bd vacutainer ultratouch push button butterfly needle. Ref # 367364. Lot 8318743. This occurred yesterday. The needle failed to fully retract upon engagement of the safety device resulting in a needle stick injury when discarding the used needle. I have asked if any testing was done on the person that was stuck, but I have not heard back yet. They pulled this lot from their shelves and are using a newer batch of supply. H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). CAPA 891355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set failed to retract completely after use, and the staff member was pricked upon engaging the safety device before discarding. No reports of medical intervention or additional information have been received from the customer, though the rest of lot # 8318743 was reportedly pulled from the shelves. As reported by the customer, "customer states staff member was stuck by 367364 needle due to product not retracting properly. "Bd vacutainer ultratouch push button butterfly needle. Ref # 367364. Lot 8318743. This occurred yesterday. The needle failed to fully retract upon engagement of the safety device resulting in a needle stick injury when discarding the used needle. I have asked if any testing was done on the person that was stuck, but I have not heard back yet. They pulled this lot from their shelves and are using a newer batch of supply.